Event description:
Caller reported experiencing cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided step-by-step instructions for performing a pump reset, and the caller was able to start a new sensor session successfully without any further errors.